Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. However, based on the information of the event report, there was the possibility that this phenomenon was attributed to circumstances on the user facility. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the field service engineer that the user facility conventionally performed cleaning, disinfection and sterilization without proper disassembly of the subject device. The user stated that there was the possibility that the appropriate reprocessing method with disassembly of the subject device had not been taken over in the facility correctly. There have been no reports of health hazards in patients.